Event description:
During a radiofrequency catheter ablation, we were unable to pass balloons. We tried multiple times with multiple balloons and guides. There was resistance felt at a usual spot in the guide catheter. Wire was removed and wiped and reinserted. After aborting the procedure and inspecting the run through .014 x 180cm intervention wire it was found that at a transition point on the wire was where everything was getting stuck. This was tested with several balloons, and they all got stuck. We tried a new wire and found that although the transition point could be felt balloons crossed freely.